Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the patient experienced tamponade from perforation. During the first deployment, the leadless implantable pulse generator (ipg) moved and the physician recaptured the device. During the second deployment the ipg "did not adhere no the septum". The patients blood pressure dropped after recapture and an ultrasound diagnosed pleural effusion. No further patient complications have been reported as a result of this event.